Manufacturer narrative:
Unit alarmed compromised force sensor during the basic occlusion test due to protruded/loose drive support disk. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, stained end cap sticker, and broken belt clip slot. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was sticking out. Customer's blood glucose was 206 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.